Manufacturer narrative:
Product event summary: the device was returned and analysis of the returned device was inconclusive. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device exhibited a power on reset (por), which occurred at the same time as delivery of high voltage therapy, and the wireless telemetry for the device had stopped working as a result of the por. It was suspected the por was due to "electrical leakage from the lead" and a short-circuit from the device. In addition, there was suspected right atrial (ra) lead damage from the high voltage therapy delivery, along with ra lead noise and an observation of elevated short interval counts (sic). During the device replacement procedure, it was noted the "leak site" could not be confirmed or specified to only the ra lead, therefore, the ra lead and rv lead were explanted and replaced. The device was upgraded to a cardiac resynchronization therapy defibrillator (crt-d), which remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).